Event description:
While treating an adult pt with the model 3100a, the operators had difficulty centering the piston movement as indicated on the piston graph display meter. The pt was placed on another 3100a without compromise.